Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the mid rca with 85% stenosis. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated using a 3.0 x 15mm sc ptca balloon to 10 atm's. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that the stent could not pass the lesion and stent deformation occurred in vivo during positioning. When the stent was pulled back the strut damage was seen. The stent was replaced by a non-medtronic device. No patient in jury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to stretching of the most proximal stent wraps. Deformation was evident to the 22nd distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.